Event description:
It was reported that the device received an alarm - error code message. The error code repeatedly displayed was 571.6241. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician confirmed error code 571.6241 due to loosen j3 cable on power board and j3 was reseated properly. Performed unit leak down test with passing co2 calibration results. Device history record a review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 27mar2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
The customer reported same error code 571.6241. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported same error code 571.6241. There was no patient involvement.